Manufacturer narrative:
Concomitant medical products: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient continued to have paresthesias in the abdomen from scs usage as well as increasing back and leg pain. The abdominal incision was painful. The patient underwent a revision procedure wherein the leads and the ipg were replaced per the physician's preference. The patient did well postoperatively.